Manufacturer narrative:
Additional information - block b5 updated. Block b3: the event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Block h6: patient codes of 1154, 1750, 1994 and 3191 capture the reportable events of defective healing of the midline suburethral wound, excision of mesh fibers, dyspareunia and additional surgeries. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the majority of the device remains implanted and in service. The excised suburethral segment of the sling is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on an unknown date. According to the complainant, the patient was inspected after she presented with dyspareunia during her first routine follow-up visit six weeks after the procedure. During the patient's visit, mesh extrusion through the vaginal mucosa, and defective healing of the midline suburethral wound over the insertion point of the sling were noted. Subsequently, the patient had undergone a wedge excision of suburethral wound including the sling fibers and resuturing. The outcome was successful; however, one further procedure will be performed to correct the healing defect. Additional information received on may 19, 2020: the patient's issues were resolved after the surgical intervention performed to close over the mesh.

Manufacturer narrative:
The event date was approximated on (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Patient codes of 1154, 1750, 1994 and 3191 capture the reportable events of defective healing of the midline suburethral wound, excision of mesh fibers, dyspareunia and additional surgeries. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The majority of the device remains implanted and in service. The excised suburethral segment of the sling is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on an unknown date. According to the complainant, the patient was inspected after she presented with dyspareunia during her first routine follow-up visit six weeks after the procedure. During the patient's visit, mesh extrusion through the vaginal mucosa, and defective healing of the midline suburethral wound over the insertion point of the sling were noted. Subsequently, the patient had undergone a wedge excision of suburethral wound including the sling fibers and resuturing. The outcome was successful; however, one further procedure will be performed to correct the healing defect.

Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The majority of the device remains implanted and in service. The excised suburethral segment of the sling is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on an unknown date. According to the complainant, after the procedure, the patient experienced dyspreunia and defective healing of the midline suburethral wound over the insertion point of the sling. Reportedly, the patient had undergone a wedge excision of suburethral wound including the sling fibers and resuturing. The outcome was successful; however, one further procedure will be performed to correct the healing defect.